Event description:
Two bard powerport -implantable catheters- (B) (4) lot# reth 0570 and lot# reua 0496 were found to have tears in the catheters after having been implanted in pts for a period of months - 6 months and 4 months respectively. There was no adverse effect on either pt. A flow study was conducted on each pt when there was difficulty withdrawing blood from the pt. This demonstrated tears within the catheter. In each case the catheter was removed from the pt without incident. The bard company has been notified of the events. Dates of use: (B) (6) 2009--(B) (6) 2010. Diagnosis or reason for use: chemotherapy administration.